Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy procedure. The device jaws locked on tissue, it is unknown how the devices were removed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.